Event description:
It was reported that the patient¿s leads had migrated. X-rays were performed to verify this. The patient¿s system was old and could not do any other testing. The system was going to be replaced. The system was implanted but out of service. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-56 lot# l68161 serial# implanted: (B)(6) 1999, product type: lead. Product ID: 3888-56 lot# l68161 serial# implanted: (B)(6) 2000, product type: lead. Product ID: 3888-56 lot# l68161 serial# implanted: (B)(6) 2000, product type: lead. Product ID: 3888-56 lot# l68161 serial# implanted: (B)(6) 1999, product type: lead. Product ID: 3210 lot# serial# (B)(4) implanted: (B)(4) 1999, product type; transmitter. Product ID: 37702 lot# serial# (B)(4) implanted: (B)(4) 2009, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID: 3888-56, lot# l68161 implanted: (B)(6) 2000, product type: lead. Product ID: 3888-56 lot# l68161 serial# implanted: (B)(6) 2000, product type: lead. Product ID: 37743, lot# serial# (B)(4) product type programmer, patient.